Event description:
Customer reported that he was hospitalized due to low and high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization for high blood glucose was 350 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.